Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0 x 100 135cm mustang¿ balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.